Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the non-calcified right common iliac vein. After placing a 0.035 inch guidewire, an 18-6/5.8/75mm xxl balloon catheter was advanced for dilatation. However, on the second inflation at 5 atmospheres for 3 minutes, the balloon ruptured. Another of the same size xxl balloon catheter was used; however, on the first inflation at 3 atmospheres for one minute, the balloon ruptured. The devices were removed and the procedure was completed with another balloon of the same size. No patient complications were reported and the patient was doing well.